Event description:
It was reported that this right ventricular (rv) lead exhibited lead dislodgement and oversensing. Physician requested chest x-ray. This rv lead was repositioned. No additional adverse patient effects were reported.